Event description:
It was reported that cgm displayed error message during use of g7 sensor. There was no reported adverse impact to the customer. Customer contacted support, received step-by-step guidance to perform pump reset, confirmed that error message did not appear again, and successfully started new sensor session; no additional actions were documented.